Event description:
It was reported to philips healthcare that the heartstart mrx does not power up expected as the display is blank with no sound. There was no pt involvement.

Manufacturer narrative:
(B)(6). A f/u report will be submitted upon completion of the investigation.